Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the device, checked inside and there were no visible signs of water. The turbine was replaced to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported turbine not working on the lap top ventilator 1150. At this time, there is no information regarding patient involvement associated with the reported event.